Event description:
It was reported that this dialysis catheter was successfully placed for dialysis treatment. In 2003 it was noted the catheter caught on the patient's clothes and some bleeding occurred. The cuff detached from the catheter and remained in the patient, which resulted in the catheter dislodging from the patient. The detached cuff was successfully retrieved with a scalpel and forceps. Another dialysis catheter was placed successfully for continuation of treatment. Pressure was applied and the bleeding stopped, no other patient complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and without evaluating the device co is unable to determine if the device met specifications. Co's follow up indicated this catheter was in place approximately seven months and accessed regularly until it got caught on the patient's clothes which co believes may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.